Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: a manufacturer representative went to the site to test the equipment. The system passed the system checkout and was fully functioning. Product analysis # (B)(4):(B)(6) 2021, 15:10:19 cst webmremotews sfdcmnav product analysis task update workordername: (B)(4) analysis summary text: demo/eval unit: false does this result in a complaint?: yes general summary of failure(s): inaccurate depth at pituitary by roughly 5 millimeters, medial lateral seemed accurate procedure type: other cranial record type: surgery coverage (closed) status: completed surgeon/trainee: bixenmann surgery start time: (B)(6) 2021, 13:30:00 was stealth autoguide involved?: no workordername: (B)(4) analysis summary text: demo/eval unit: false hardware p/f: pass instruments p/f: n/a record type: nav system checkout (closed) self test: n/a software p/f: pass status: completed does the system perform as intended?: yes was stealth autoguide involved?: no were hardware parts replaced?: no concomitant medical products: other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a fess procedure. It was reported that the surgeon felt that they were inaccurate by several mm deep using all instruments. The scan was a small office scan missing the ears, top of the head, and mouth. The trace pattern covered the bridge of the nose all over the forehead and laterally to around the temple area. They got a registration number of 0.9mm and had the sinuses and the pituitary in the green circle and the rest of the scan in the yellow circle. There was no patient impact or procedure delay.

Event description:
Additional information was received: it was reported that it was a transphenoidal pituitary tumor removal procedure. It was unknown why the deep inaccuracy occurred, possibly inability to trace further posterior. The issue did not resolve in the case, but the surgeon was able to use the system and do procedure successfully. System checkout with resin head resulted in accurate surface accuracy, unable to test inner accuracy on that head.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.